Manufacturer narrative:
Due to character limitation, below field are added from e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra aortic balloon pump (iabp) had helium leak occurred. There was no harm or injury reported to the patient.

Manufacturer narrative:
Updated fields: b4, g3, g6, h6 (investigation conclusion), h11. A getinge field service engineer (fse) noted that the customer reported a helium leak from the gas cylinder. Leak detection was performed, the cylinder connection gasket was replaced, and both diagnostic and functional tests were completed, including use tests with a simulator. The fse recommended replacing the cylinders, as the existing ones had an opening knob that did not fit properly inside the machine¿s connection, resulting in gas leakage. The repair was completed successfully, and all functional tests were performed with satisfactory results.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, b5, b6, b7, d10, e1 (initial reporter), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) states, the customer reports a helium leak from the gas cylinder. Leak detection performed, cylinder connection gasket replaced, diagnostic and functional tests performed, and use tests with a simulator. Fse recommend replacing the cylinders as the existing ones have an opening knob that does not fit inside the connection with the machine and results in gas waste. Repair completed. Functional tests performed successfully.

Event description:
It was reported that during replacement of the helium cylinder the cs300 intra aortic balloon pump (iabp) had internal helium leak. There was no patient involvement and no adverse event reported.